Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported personal diabetes manager (pdm) failing to turn on/resetting and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024 at (B)(6). The patient's blood glucose levels reached 25 mmol/l (450 mg/dl). It was noted that the personal diabetes manager (pdm) was not functioning properly. The patient tried to reset the pdm but was unsuccessful and then went to the hospital where they were treated with pen injections. The patient was discharged from the hospital on (B)(6) 2024.